Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: ni. Event description: on 07/30/2025, I received information that three instances have occurred of our cd003 bag breaking at [hospital]. I went there today, and the following information was provided. Although the information is not complete, I wanted to communicate it right away. I will be there again tomorrow to continue finding out information. Date: (B)(6) 2025. Product: cd003. Surgeon: possibly dr. [Name]. Incident: bag broke ¿ more details currently unknown. I was able to take a picture of the packaging. Lot 1555360. Exp 05/14/2028. Additional information obtained from account manager via email on 01aug2025: the following informs confirmed today: (B)(6) 2025 5 pm est. Fragmented bag. Piece found and removed from patient. Cd003. Lot 1555360. Exp 5/14/28. I was told the broken bags were not available for shipment back to us. Intervention: it was able to be located and removed. Patient status: no patient injury indicated.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni event description: on 7/30/25, I received information that three instances have occurred of our cd003 bag breaking at [hospital]. I went there today, and the following information was provided. Although the information is not complete, I wanted to communicate it right away. I will be there again tomorrow to continue finding out information. Date: (B)(6) 2025. Product: cd003. Surgeon: possibly dr. [Name]. Incident: the bag ruptured during the process of being pulled out of the patience with the specimen inside. One piece of the bag broke off into the patients body. It was able to be located and removed. The hospital did an x-ray, read by dr. [Name] and confirmed that he did not see any retained foreign objects. The bag, packaging, is at the hospital. I was able to take pictures of the packaging. Lot 1555360. Exp 5/14/2028. Additional information obtained from account manager via email on 01aug2025: the following informs confirmed today: (B)(6) 5 pm est. Fragmented bag. Piece found and removed from patient. I was told the broken bags were not available for shipment back to us. Intervention: it was able to be located and removed. Patient status: no patient injury indicated.